Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed active current measurement test and sleep current measurement test. Pump¿s history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alarm noted in the pump trace download on (B)(6) 2024 at [19:04:19.000]. No unexpected insulin flow blocked alarms noted during testing or within two months of the event date. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 j1 connector / motor /force sensor]. Unable to measure force sensor zero offset due to moisture exposure on the force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Alleged insulin flow block alarms not confirmed during testing. Alleged failed battery alarms confirmed during testing due to moisture damage on the pcba 2 board j1 connector. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1780kl, mmt-397a. Troubleshooting was performed for insulin flow blocked alarm (past/resolved event).issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1780kl. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.